Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion occurred. Customer¿s blood glucose level was 150 mg/dl. A supply change was performed resolving the issues.